Manufacturer narrative:
The device's functionality was tested on the bench and on the automated electrical test system. No anomaly was detected; the device met all specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Hospital staff; 1156t/86, (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient expired. No known cause was reported or device issues. There is no allegation from a health care professional that the death was device related.